Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The blood sugar reading at the time of the event was not reported. Troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump passed the displacement test. The customer stated that he was taking cortisone shots the month prior to the event that his doctor stated could cause low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.